Event description:
The customer provided info during a conference call held on 03/06/2007, to discuss issues that had occurred prior to 2007. They indicated that they had observed a false negative incident during a/b/o & rh type testing on the ortho provue analyzer. The customer indicated that the sample was a know passive anti-d. The customer indicated that they visually reviewed the reaction strength in the gel card microtube and the provue interpreted weakly positive reactivity as negative. Results did not match historical pt data and were questioned by a health professional, preventing erroneous results from being reported. However, if this incident were to recur undetected, erroneous results could be reported.

Manufacturer narrative:
A review of photographic images taken at the time of the incident has confirmed the customer complaint. A possible root cause was determined. The gel camera was not adjusted properly, leading to incorrect interpretation of results. An ocd field engineer (fe) visited the site and performed the appropriate alignment and adjustments of the reader camera and optimization of gel camera optics, returning the instrument to its expected operation.